Event description:
The customer reported that the cartridge was not fitting properly on the pump, and it was noted that the cartridge was not fully snapped into place. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the customer to inspect the pump and remove an o-ring found on the pneumatic tap, clean the area, check the cartridge's o-ring, and attempt to reload the cartridge, which was done successfully. The customer was able to resume insulin therapy without further issue.